Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16151949. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16157582.

Event description:
It was reported that patients leads had multiple contacts out. It was noted also the patients ipg had difficulty charging. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively. The explanted device will not be returned as it was not released by the facility.